Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and insulin flow block alarm. Customer¿s blood glucose level was 429 mg/dl, at the time of incidence. Customer reported that they did bolus and blood glucose level was 510 mg/dl. Customer alleged that the insulin pump was under delivering as the blood glucose level was not going down even after bolusing. Customer declined to troubleshoot for high blood glucose level. After troubleshooting customer reported that blood glucose level was 589 mg/dl. The insulin pump and reservoir will not be returned for analysis.